Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 6mm x 31g there was no expiration date on the product. There was no report of patient impact. The following information was provided by the initial reporter: material no. 324912 batch no. 6067980. It was reported that expiration date was missing from shelf carton. Date of event: (B)(6) 2022.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. A complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 6067980. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6067980. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Expiration dates were not printed on packaging until 17nov2017. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.